Event description:
Customer reported that he received a low battery alert while on a boat. He stated that he had changed the battery and then received a button error alarm and that he could not clear the alarm due to the buttons becoming unresponsive. Customer stated that he removed the battery and replaced it, and then received a battery out limit alarm. The blood glucose reading was 140 mg/dl. He stated that the insulin pump had not gotten wet and had not been dropped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.